Event description:
It was reported that the patient presented for follow-up in clinic. The patient had chronic nonsustained ventricular oversensing episodes. Upon interrogation, the right ventricular lead was noted to have lead noise. Noise was not reproducible in clinic with isometrics. The r-wave and lead impedance remained stable. The lead was capped and replaced on (B)(6) 2017. The patient tolerated procedure well. Patient was stable before, during and post procedure.